Manufacturer narrative:
The report states: patient was revised due to pain, dislocation and osteolysis. Report also stated that surgeon noted that dislocation could be partially resultant of stem not providing offset for stability through range of motion. Doi: 2006 - dor: (B)(6) 2012 (right side). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of dislocation against the provided product and lot code combinations since their release to distribution. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Event description:
Patient was revised due to pain, dislocation and osteolysis. Report also stated that surgeon noted that dislocation could be partially resultant of stem not providing offset for stability through range of motion.